Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer had issues with prime anomaly. It was reported that insulin was noted to be squirting out. It was reported that the customer conducted complete set change. The customer's blood glucose level was reported to be 93mg/dl. Troubleshoot was reported to be conducted. It was reported that replacement sets would be sent.